Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
An article published in plos one was received on 27-apr-2018 that cited a prospective cohort study, article titled 'iridociliary cysts do not impact on posterior phakic intraocular lens implantation for high myopia correction: a prospective cohort study in 1569 eyes.' The article reports that, at the 1 week post-op follow-up visit, the icl needed to have the position adjusted due to high vault (>1100um). Reportedly, after the adjustment, the vault decreased to less than 1000um. Attempts to obtain additional information have not been successful.